Manufacturer narrative:
Continued: h6- f2203. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture, capsular contracture baker grade iii/IV, lymphadenopathy.

Event description:
Medical staff reported a capsular contracture baker grade lll/ lv. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ cyst-ndr: unable to observe since it is not related to the device. ¿ lump/nodule-ndr: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Medical staff reported a capsular contracture baker grade lll/ lv. This relates to the left side. Device has been explanted and replaced with a non allergan device.